Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer had changed the infusion set site multiple times. The customer's blood glucose level was 230 mg/dl. A pump system check was performed and a crack in the cartridge was found. The customer was to change out the cartridge and infusion set tubing.